Event description:
Device malfunction: unknown device failure. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician attempted arteriotomy closure of an unspecified artery after an unspecified procedure. Reportedly, the device failed with some oozing noted. The device was removed and hemostasis was achieved by an unknown method. There were no reported adverse patient effects. Though requested, no additional information was available.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.